Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure to move the pocket to a different location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.